Event description:
Malfunction: system rebooted. The surgeon reported, the system shut down on its own. The surgeon was injecting icg. The eye was stabilized and the system rebooted. The case was completed. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the shut down reported. The pcb was replaced. The system was then tested and met all product specs. The part has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).